Manufacturer narrative:
This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision surgery due to broken of an unknown trochanteric femoral nail advanced (tfna) nail. Originally, the patient had an implantation using a tfna nail 10mm diameter with an unknown fenestrated helical blade for a nonunion subtroch fracture two (2) years ago. The patient had cancer and is undergoing chemo treatments. However, the tfna nail broke at the junction of the helical blade and the shaft of the nail. Thus, all implants were successfully removed, and the patient undergone a reamer irrigator aspirator (ria) bone grafting wherein an intertan nail from smith & nephew was implanted. The broken fragments were removed easily without any medical interventions. There was no surgical delay reported. The procedure was successfully completed. The patient was stable after the procedure.concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown) unknown nail head elements: tfna helical blade (part# unknown, lot# unknown, quantity# 1) unknown end cap (part# unknown, lot# unknown, quantity# 1).this is report 01 of 01 of (B)(4).